Manufacturer narrative:
There was no patient involvement. Device has not been returned to sorin group (B)(4). Sorin group (B)(4) manufactures the s5 gas blender system. The incident occured in (B)(6). This medwatch report is being filed on behalf of sorin group (B)(4). Sorin group (B)(4) received a report that the gas blender displayed an error code during set-up. There was no patient involvement. The device has been requested for return to sorin group (B)(4) for repair and investigation. A follow-up report will be sent when the investigation is complete.

Event description:
Sorin group (B)(4) received a report that the s5 gas blender system displayed an error code during set-up. There was no patient involvement.

Manufacturer narrative:
Sorin group (B)(4) manufactures the s5 gas blender system. The incident occured in (B)(6). This medwatch report is being filed on behalf of sorin group (B)(4). Sorin group (B)(4) received a report that the gas blender displayed an error code during set-up. There was no patient involvement. The complained gas blender was returned to sorin group (B)(4) for investigation. Visual inspection of the returned device did not identify any defects or abnormalities. The reported issue was reproduced during simulated use testing and the fault was traced to the dc-supply board. The board was replaced and functional checks and a new calibration were performed without further issue. A functional control and technical safety inspection were carried out successfully and the device was cleaned and disinfected and returned to the customer. A review of the DHR did not identify deviations or non-conformities relevant to the reported issue. Sorin group (B)(4) will continue to monitor the market for trends related to this type of issue.